Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the pump was powered on with a clear vibratory alarm. The vibration functions normally. The original complaint was not duplicated during testing. The pump was opened and there were no intermittent conditions observed on the vibration motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.